Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging preservation device . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. The customer complaint was confirmed. There was no error found. The device was scrapped.

Manufacturer narrative:
H3 other text : device servied by third party service center.